Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2009, patient underwent anterior lumbar interbody fusion surgery on the lumbar region of her spine from vertebrae l5 to s1. Reportedly, during the surgery, only select parts rhbmp-2 collagen sponge were used to fuse more than one level of the spine. Post-operative period had been marked by chronic lower back pain, with radiating pain into her groin area and legs, significant weakness in both legs, and shoulder pain due to prolonged use of crutches. She experienced extreme difficulty walking and needed the assistance of arm crutches or a walker. Severe pain and symptoms ultimately compelled plaintiff to undergo risky, painful and costly lumbar revision surgeries on (B)(6) 2009 and (B)(6) 2011. These serious injuries prevent patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on: (B)(6) 2009 the patient was admitted into the hospital. Admitting diagnosis: degenerative scoliosis of the lumbar spine with convexity to the left and grade 1-2 left lateral translation, or spondylolisthesis, of l3 and l4 and loss of the normal lordotic curvature re of her lumbar spine, as evidenced by previous lumbar spine x rays and diagnostic studies. Severe degenerative disc disease with associated lumbar spondylosis, l1-2 level, l2-3 level, l3-4 level, l4-5 level, and l5-s1 level with modic changes of the endplates, l1-2 level right side. Spinal canal stenosis from l1 to s1. Neural foraminal stenosis, onychomycosis of the great toes of both feet, worse on the left than on the right, and fifth digits of both feet and second toe of the left foot per physical examination. Essential hypertension by history, treated presently with levothyroxine. On (B)(6) 2009 the patient underwent: laparotomy and retroperitoneal exposure of the anterior lumbar spine (l2-3 intervertebral levels, l3-4, l4-5 and l5-s1) to treat the following the following pre-op diagnosis: lumbar scoliosis. On (B)(6) 2009 patient underwent the following surgeries: anterior discectomy and interbody fusion, l2-l3, l3-l4, l4-l5 and l5-s1, using a peek intervertebral spacer packed with a mixture of bone morphogenic protein interference screw and washer fixation, decompression laminectomy l1, l2, l3, l4 and l5 bilaterally, partial medical facetectomies, l1-l2, l2-3, l3-4, l4-5, l5-s1 bilaterally, and foraminotomies, l1, l2, l3, l4, l5 and s1 bilaterally, and then posterolateral fusion, l1 to s1 on the left an d l1 to l2 on the right, using local autogenous bone and pedicle screw instrumentation, l1 to l2 to l3 to l4 to s1 on the left side only to treat the pre-op diagnosis: degenerative scoliosis, lumbar spine, severe spinal stenosis, l1- l2, l2-l3, l3-l4 and l4-l5, and foraminal stenosis at l5-s1. Per operative notes: ' based on this, the decision was made to use a 12 mm by 30 mm 12 deg. Lordotic pioneer contact peek spacer. This spacer was packed with a mixture of rhbmp-2/acs bone morphogenic protein and exactech opteform allograft and inserted in the disk space at l5-s1. Then, a pioneer interference screw was inserted with a washer to help stabilize the spacer. A decision was made to use a 12 mm by 30 mm 12 deg. Lordotic pioneer contact peek spacer. This was packed with rhbmp-2/acs bone morphogenic protein and exactech opteform allograft. This was inserted in the disk space at l4-l5. X-ray confirmed good positon of the final peek spacer. A pioneer interference screw with a washer was used to help stabilize the spacer' a 10 mm by 30 mm 8 deg. Lordotic pioneer contact spacer packed with rhbmp-2/acs bone morphogenic protein and exactech opteform allograft was inserted in the disk space at l2-l3. A pioneer interference screw with a washer was placed at l2-l3 and l3-l4 to help stabilize the spacers. On (B)(6) 2009 patient underwent an x-ray of lumbar spine 2-3 views. On (B)(6) 2009 patient underwent an x-ray of chest view. Impression: right jugular line, tip projecting over the superior vena cava, mild nonspecific elevation of the right hemidiaphragm compared to prior. On (B)(6) 2009 patient underwent an x-ray of portable chest. On (B)(6) 2009 patient underwent an x-ray of chest, port ap upright. Impression: mild increase in atelectatic change in the right suprahilar region compared to the previous study. On (B)(6) 2009 patient underwent an x-ray of right foot ' ap/lat.' Impression: osteoarthritic changes in the right foot. On (B)(6) 2009 patient underwent an x-ray of portable chest. Impression: stable mild cardiomegaly. On (B)(6) 2009 the patient was discharged from the hospital. On (B)(6) 2009 the patient was presented for office visit with back pain. She had some in her right groin down her right anterior thigh. She still has some weakness in her right leg. The patient underwent x rays of the lumbar spine. Impression: good initial healing of anterior fusion with some slight loss of fixation of the s1 screw. On (B)(6) 2009 the patient was presented for office visit with weakness, limp and pain in her left leg. She reported ambulation difficulty. The patient underwent x rays of the lumbar spine. Impression: further healing of anterior-posterior fusion for degenerative scoliosis. On (B)(6) 2009 the patient was presented for office visit. Assessments: the patients presented with decreased strength and gait disturbances, especially with the use of a single tip cane. The patient also reported left hip drop when ambulating. The patient was limited due to increase in pain. On (B)(6) 2009: patient presented with complaint of lower extremity weakness. Treatment diagnosis: gait disturbance secondary to lower extremity weakness. On (B)(6) 2009 patient underwent an x-rays of ap and lateral lumbar spine with flexion and extension views. Impression: healed fusion with possible delayed fusion at l4-l5. On (B)(6) 2009 patient presented due to weakness in her right leg. Patient underwent x-rays of ap and lateral lumbar spine with flexion and extension views. Impression: pseudoarthrosis of fusion l4-l5. On (B)(6) 2009 patient presented for an office visit due to significant trouble with a rod that is prominent. She had pain there. On (B)(6) 2009 patient underwent CT lumbar spine without contrast. Impression: posterior lateral fusion on the left with pedicular bolts as mentioned above. The pedicle bolt at l5-s1 was not within the bone or the fusion mass and was within the soft tissues, anterior fusion present with screws and disc spacers noted as above. Grade I anterolisthesis of l4 on l5, lateral scoliosis, apex left seen with 20% to 30 % subluxation of l3 in relationship to l4 to the left noted with inner curve spondylitic spurring, osteopenic with extensive anterior spondylosis, patient status post laminectomy seen from l2 to l4-5 with facet arthropathy, the pedicle at l1 parallels the pedicles and extends through the anterior neural canal on the left. On (B)(6) 2009 patient underwent x-ray of chest 2 views. On (B)(6) 2009 the patient was admitted to the hospital. Admitting diagnosis: pseudoarthrosis, l4-5. Degenerative scoliotic curvature of the lumbar spine with convexity. Painful hardware with prominent fixation rod, left side, with completely displaced s1 pedicle screw, left side. Essential hypertension. On (B)(6) 2009 the patient underwent removal of pioneer quantum fixation rod, l1-s1 on the left side, with removal of pioneer quantum s1 pedicle screw, left side, as well as removal of l1 pedicle screw and l4 pedicle screw, left side, with partial medial facetectomies and foraminotomies, l4-5 level and l5-s1 level bilaterally, with posterior lateral intertransverse lumbar fusion, l4-l5-s1 bilaterally. On (B)(6) 2009 the patient was discharged from the hospital. On (B)(6) 2009 the patient underwent x-ray of right ankle, 3 views. Impression: marked lateral ankle soft tissue swelling, large superior and inferior calcaneal spurs, no obvious acute fracture. On (B)(6) 2009 the patient underwent x rays of the lumbar spine. Impression: good initial healing of posterior fusion l4-l5-s1 with ext ension up to l2. On (B)(6) 2010 the patient was presented for office visit with back pain and weakness in her leg. The patient underwent x rays of the lumbar spine. Impression: healed lumbar fusion with residual scoliosis and loss of sagittal alignment. On (B)(6) 2010 the patient underwent x rays of the lumbar spine. Impression: stable x rays. On (B)(6) 2010 patient underwent MRI of the cervical spine performed in the sagittal and axial plane with t1 and t2 weighted sequences. Impression: diffuse spondylosis with reverse lordosis at c5-c6 and c6-c7. Significant bilateral uncovertebral changes noted at c5-c6, left great than right at c-c7 with posterior disc osteophyte as well and mild uncovertebral changes at c4-c5 left greater than right, contour deformity of the cords due to reverse lordosis with no frank syrinx. On (B)(6) 2010 patient underwent MRI of thoracic/lumbar myelogram. Impression: multilevel degenerative changes, postoperative changes in the lumbar spine. On (B)(6) 2010 patient underwent CT of thoracic lumbar spine post myelogram. Impression: transitional anatomy suggested at the lumbar spine with difficulty assigning vertebral body levels on the coronal reformatted images. The levels were assigned on the sagittal reformatted images, postoperative changes at multiple levels of the lumbar spine, mild anterolisthesis of l3 on l4 and retrolisthesis of l4 on l5, multilevel degenerative changes. There was mild to moderate central canal narrowing with moderate left neural foraminal narrowing and mild right neural foraminal narrowing at t12 'l1. There was mild narrowing of the left neural foramen and moderate narrowing of the right neural foramen at l3-4. There was mild to moderate narrowing of the left neural foramen and mild narrowing of the right neural foramen at l4-5, 5. Multilevel degenerative changes at the thoracic spine without significant narrowing of the central noted on the images of the thoracic spine other than the narrowing at t12-l1. On (B)(6) 2010 the patient underwent x rays of the lumbar spine. Impression: loss of sagittal balance with stable scoliosis. Healed lum bar fusion with flat back. On (B)(6) 2011 patient underwent x-ray of lumbar spine 2 views. Impression: postoperative changes throughout the lumbar spine. On (B)(6) 2011 the patient was admitted to the hospital. Admitting diagnosis: chronic right sided low back pain of undetermined etio logy. Flat back syndrome, mild scoliosis of the upper lumbar spine and lower thoracic spine. Moderate neural foraminal stenosis l3-4 level bilaterally. With the preop diagnosis: status post posterior fusion l2-s1 with pioneer pedicle screw instrumentation, painful hardware lumbar spine, residual lateral recess stenosis l2-l3, l3-l4, l4-l5 and l5-s1 bilaterally. On (B)(6) 2011 the patient was admitted to the hospital due to stabbing pain in lower back region, occasional pain in sacroiliac joints and ambulation difficulty. Admitting diagnosis: chronic right-sided low back pain of undetermined etiology, possibly painful hardware, flat back syndrome, mild scoliosis of the upper lumbar spine and lower thoracic spine. Moderate neural foraminal stenosis, l1-2 level right side and l2-3 level. Moderate neural foraminal stenosis l3-4 level bilaterally. Essential hypertension. Hypothyroidism. Depression. Vitamin b12 deficiency. History of gout. Cholecystitis. Mild urinary incontinence. On (B)(6) 2011 the patient underwent surgical operation: removal of pioneer quantum pedicle screws and rod from l4 to s1 on the right side and from l2 to s1 on the left side. Partial medial facetectomies and foraminotomies l2-3 level, l3-4 level, l4-5 level and l5-s1 level bilaterally. On (B)(6) 2011 the patient was discharged from the hospital. On (B)(6) 2011 patient presented for an office visit. On (B)(6) 2011: patient presented with primary diagnosis: left arm (shoulder), back and left leg. For which patient had following treatment diagnosis: bilateral hip adduction with medical rotation syndrome, lumbar extension with rotation syndrome, force production deficit bilateral hips, gait disturbance. On (B)(6) 2011 the patient underwent bone density scan. Results: bone mineral density 1.816 t score positive 5.1. Bone metal artifacts are present. Bone mineral density of lumbar spine is unreliable. Prior lumbar spinal fusion. On (B)(6) 2011 patient presented for an office visit due to less pain. On (B)(6) 2011 the patient underwent x rays of the lateral lumbar spine. Impression: multiple level degenerative disc disease with residual scoliosis and flat back syndrome, although improved. On (B)(6) 2011 the patient underwent x rays of the lumbar spine. Impression: status post anterior-posterior fusion with residual scolio is measuring 17 degrees. On (B)(6) 2012 patient presented due to pain in her left olecranon bursa. Patient used a crutch and a cane. On (B)(6) 2012 the patient underwent x ray of the right radius and ulna. Impression: normal x rays examination of the radius and ulna. Increased distance between the scaphoid and the lunate. This is consistent with scapholunate injury. The patient also underwent x ray of the right hand. Impression: degenerative osteoarthritis. Small bone cysts within the 'capitate'. The patient also underwent x rays of the right wrist. On (B)(6) 2012 patient presented due to weakness in her leg, and pain. She had pain in the left shoulder, down her left arm and towards the elbow. Patient underwent x-ray of ap scoliosis. Impression: lumbar scoliosis, but stable. Patient underwent x-ray of ap and lateral cervical spine. Impression: severe degenerative disc diseases c5-6 and c6-7. On (B)(6) 2012 patient underwent MRI of cervical spine due to left shoulder pain. Impression: cervical spine discogenic degenerative disease, with up to moderate central canal stenosis, most pronounced at the c3-4 level and multi-level at least moderate neural foraminal narrowing , most prominent at right c3-4, right c5-6, and bilateral c6-c7. On (B)(6) 2012 patient had multiple-level cervical stenosis and that was probably what was causing her shoulder pain. On (B)(6) 2012: patient presented with following diagnoses: cervicalgia, cervical spondylosis. On (B)(6) 2012 patient had a cervical 'esi'. On (B)(6) 2012: patient presented with findings consistent with degenerative changes of her cervical spine with a directional susceptibility to movement of cervical extension syndrome versus lower cervical hypomobility syndrome. On (B)(6) 2012 patient presented due to neck and left shoulder pain. Impression: cervicalgia, left shoulder pain. On (B)(6) 2012 the patient was presented for office visit with pain and decreased daily activities. Assessments: left shoulder osteoarthritis. The patient underwent x-rays of the left shoulder. This showed significant glenohumeral joint arthritis.; on (B)(6) 2013 patient presented for an office visit. Impression: left shoulder pain. On (B)(6) 2013: patient presented with primary diagnosis as: gait disturbance/ dysfunction, deconditioning, lower extremity pain. Treat ment diagnosis: lumbar extension with rotation syndrome, gait disturbance. On (B)(6) 2014 the patient underwent left shoulder injection. Preoperative diagnosis: left shoulder severe osteoarthritis. The patient was also presented for office visit with low back pain, left shoulder pain. On (B)(6) 2014 the patient underwent MRI of the shoulder due to right shoulder pain. Impression: advanced degenerative changes of the g lenohumeral joint with bony remodeling. Tendinopathy of the supra and infraspinatus tendons. Joint effusion with intra-articular debris. The patient also underwent pre-MRI shoulder arthrography injection. On (B)(6)2014: patient presented with diagnosis of gait disturbance, generalized weakness. On (B)(6) 2014 the patient underwent cataract removal and posterior chamber lens implant surgery with b and l 22.0 lens with phacoemulsification under topical anesthesia, right eye. Preoperative diagnosis: cataract of right eye with 20/70 vision. On (B)(6) 2014 the patient underwent cataract removal and lens implant surgery with b and l 22.0 lens. Preoperative diagnosis: cataract, left eye, 20/70 vision. On (B)(6) 2014: patient got discharged.